Event description:
A cartridge change error was reported with the customer's pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer followed technical support's instructions, inspected and cleaned the pump components, and was able to successfully load the cartridge and resume insulin delivery.